Event description:
Procedure: cystectomy. According to the reporter: the device jammed over the pedicle. The gun fired the staples and advanced the blade but couldn't retract the blade and open the jaws to release tissue. The tissue could not be pulled out of the jaws of the cartridge. After it happened they detached the gun from the cartridge and left the cartridge behind. After finishing other part of procedures, the surgeon applied clips and cut the tissue and removed the cartridge. Surgery time extension was reported as more than minutes.

Manufacturer narrative:
(B)(4).